Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ single lumen needle 27g 3/4 in. Had no label. The following information was provided by the initial reporter: material no. 301671, batch no. 8284649. It was reported during incoming inspection bags were identified with missing labels. We have had three (3) instances in which incoming inspection identified bags missing labels. (05-8016 / 25ga 3/4" sharp): date of event: (B)(6) 2019: one bag missing label, 10k components, one bag missing label, 10k components. What is the current labeling process? (05-8022 / 27ga 3/4" sharp): date of event: (B)(6) 2019: one bag missing label, 10k components. This is the first occurrence for this item.

Event description:
It was reported that bd¿ single lumen needle 27g 3/4 in. Had no label. The following information was provided by the initial reporter: material no. 301671 batch no. 8284649. It was reported during incoming inspection bags were identified with missing labels. We have had three (3) instances in which incoming inspection identified bags missing labels. (05-8016 / 25ga 3/4" sharp) date of event: (B)(6) 2019. ¿ one bag missing label, 10k components ¿ one bag missing label, 10k components. 1. What is the current labeling process? (05-8022 / 27ga 3/4" sharp) date of event: (B)(6) 2017. ¿ one bag missing label, 10k components this is the first occurrence for this item.

Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation. One (1) photo show a bag of shielded needle hubs. The hubs are in a clear plastic bag with no label visible. The second (2nd) photo also shows a bag of shielded needle hubs. These hubs are also in a clear plastic bag with no label visible. These needle hubs are automatically packaged into bags by the assembly machine. The packaged bags are then automatically placed on a conveyor for holding before an operator applies the label to bag and transfers it to the gaylord for transport. As the operator normally applies several bag labels to the bags at the same time before transferring them it is possible that the operator missed a bag when applying labels or that the label was applied but fell off the bag during the process of transferring it to the gaylord. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.